Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the hub was found deformed during connecting the infusion device after successful puncture. The device was replaced.

Event description:
It was reported that the hub was found deformed during connecting the infusion device after successful puncture. The device was replaced.

Manufacturer narrative:
(B)(4). The customer returned a one-lumen cvc catheter and a lidstock for analysis. Signs-of-use in the form of biological material was observed inside the catheter luer hub and the extension line. Visual analysis revealed that the luer hub was crushed around the threads. This caused the proximal opening of the luer hub to be partially occluded. Microscopic examination revealed that the threads on the crushed side of the luer hub appeared deformed and flattened. This indicates that a crushing force caused or contributed to this event. No cracks, holes, or scratch marks were observed. A lab inventory guide wire with a diameter of .032" was passed through the catheter body. Large amounts of biological material exited the catheter lumen as the guide wire was able to pass completely the assembly. A lab inventory catheter from the same finished kit as the catheter in this complaint, was pulled for additional analysis/testing. A pair of lab inventory needle holders were used to intentionally crush the catheter luer hub. The hub was deformed with minor force from the needle holders. The appearance of the damage appeared very similar to that of the complaint sample; however, the needle hub became severely scratched. This does not match the observed damage on the returned complaint sample, which indicates that the damage was unlikely to have been caused by needle holders/forceps/etc. Two potential sources for the damage were considered; manufacturing/molding of the luer hub and packaging of the device into the kit. Packaging - the packaging facility was contacted as part of this complaint investigation. They indicated that "there is no possibility to cause such type of defect during this part of the packaging process. The tray is 100% visually inspected for component presence and then covered with lidstock and sealed on the alloyed heat sealer. This is the only possible place where a similar mechanical damage could be caused when the component would be sealed into the tray flange. However, this type of defect should be detected during the following 100% visual inspection and it would be also visible on the lidstock/tray flange of the affected tray." Manufacturing - a non-conformance request was initiated to further investigate the issue by the manufacturing site. The manufacturing site closed the nc request with appropriate justification. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "indwelling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position, and for secure luer-lock connection. Use centimeter markings to identify if the catheter position has changed". The report of a damaged catheter luer hub was confirmed through complaint investigation. Visual analysis revealed that the luer hub was defective. Microscopic examination revealed that the threads around the area of the deformity appeared flattened and crushed. The observed damage was recreated using a pair of lab inventory needle holders; however, this created several scratch marks on the catheter hub, which does not match the complaint sample. The sample was shipped to the manufacturing site who performed further investigation which could not identify a specific root cause that could have caused for the damage. Based on the available information and the manufacturing investigation, the root cause for this complaint is undetermined. Teleflex will continue to monitor and trend reports of this nature.